Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by zimmer biomet australia on 17 january 2020 revealed the comb was bent. Repair of the device was performed by zimmer biomet australia on 17 february 2020 which included replacement of the comb. The device, serial number 6106, was then tested and functioned properly. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign: (B)(6). (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the mesher is cutting skin in half. The event occurred during surgery. An unknown surgical delay occurred. The graft was able to be used but an additional graft was required. No additional patient consequences were reported as a result of this malfunction.